Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The reportable events of erosion, hemorrhage, and surgical treatment performed under general anesthesia. The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a vaginal mesh in anterior vaginal wall and transvaginal tape procedure performed on (B)(6) 2015. According to the complainant, after the procedure, on (B)(6) 2015, mesh erosion was observed and confirmed during rectal examination. Subsequently, on (B)(6) 2015, the patient experienced bleeding. Reportedly, the patient underwent removal of the exposed mesh on (B)(6) 2016. However, on (B)(6) 2016, the patient had granulations on the vaginal wall and slight bleeding noted, so currently the patient was put on hormone replacement therapy.